Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, review of the analyzer service history, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. A service history review found no service history issues for i1000sr serial no. (B)(4). No additional discrepant result complaints were found to have been documented for i1000sr serial no. (B)(4) since the fsr serviced the analyzer, and replaced valves. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, ln 03m74 was identified.

Event description:
The customer generated false reactive architect toxo igm results while using the architect i1000 sr analyzer. No specific data was provided by the customer. They did indicate that the specimens were not reactive when tested at another laboratory (method unknown). No adverse impact to patient management was reported.

Manufacturer narrative:
This follow-up report is being submitted to correct the suspect device list number referenced in the product evaluation summary, it should have read 01l86 not 03m74, as follows: further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, review of the analyzer service history, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. A service history review found no service history issues for i1000sr serial no. (B)(4). No additional discrepant result complaints were found to have been documented for i1000sr serial no. (B)(4) since the fsr serviced the analyzer, and replaced valves. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, ln 01l86 was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.